Manufacturer narrative:
(B)(4). Concomitant device and therapy date: cutter device, (B)(6) 2019. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device would not lock/secure the cutter device, the device run in the locked position and the safety lock was defective. It was further determined that the device failed pretest for cutter lock assessment , safety assessment, noise assessment, rotation speed and oil leak. It was noted in the service order that cutter device would not lock into the motor device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.